Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Patient's bone condition may have contributed to the device's failure to osseointegrate.

Event description:
Product was returned as implant failure after 6 months. Based on the report, the patient had no relevant medical history, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was traditional two stage on tooth #13 and the fixture was placed with primary closure. Doctor indicated that the implant was removed, due to the patient's bone condition.